Event description:
Medtronic minimed markets a device meant for continuous blood glucose monitoring called the "real time" system. After pushing my insurance company to cover this device, I began attempting to use it only to realize that I was grossly misled. The gauge of the needle was never made clear and the introducer needle for this device is so thick that the provided injector failed to implant it properly every time. It left permanent subcutaneous scar tissue on my abdomen which greatly limits usable body area for my insulin pump sites. And I was not told that the "real time system" is not real time. After using it for 2 weeks, I was then told that it lags by close to a half hour. This device is marketed by false information and will cause many people to lose usable body area for insulin pump infusion sites. Dates of use: 2008. Diagnosis or reason for use: to monitor and improve glycemic control.